Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a male foley catheter contained leaflets with guidance for a female catheter. These just caused confusion, therefore they cannot be used.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 2 photos samples that show outer packaging of the catheter. Labelling steps listed on the outer packaging are adequate however it does not indicate details of the catheter being utilized for female patients only. As some products that utilize this IFU are female length, a female symbol has to be defined. Inclusion of the female symbol in packaging is meant to define the symbol rather than indicate the product is strictly for females. DHR review and labelling review was not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a male foley catheter contained leaflets with guidance for a female catheter. These just caused confusion, therefore they cannot be used.

Manufacturer narrative:
The reported event is unconfirmed. The root cause could not be determined. A potential root cause is not required. Visual: received 30 unopened foley catheters (in 3 boxes containing 10 closed foley catheters each) in original closed packaging. Within each box the IFU was present. IFU was reviewed and found to be adequate. Also received 2 photos samples that show outer packaging of the catheter. Labelling steps listed on the outer packaging and in the physical IFU received are adequate however it does not indicate details of the catheter being utilized for female patients only. As some products that utilize this IFU are female length, a female symbol has to be defined. Inclusion of the female symbol in packaging is meant to define the symbol rather than indicate the product is strictly for females. DHR review was not required as the reported event was unconfirmed. Labelling review was not required as the reported event was unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a male foley catheter contained leaflets with guidance for a female catheter. These just caused confusion, therefore they cannot be used.